Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead was explanted and replaced. The patient was well, post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.